Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problems (add gel messages, "adjust belt" messages, "check therapy pad" messages, damaged cable) were confirmed. As received, the belt failed the ECG fall-off test. Upon evaluation the cable connecting the distribution node (dn) and front therapy electrode (te) was pulled from the dn strain relief, damaging the j703 connector. The cause of the test failure and reported alarms is the damaged cable, wires, and connector. The root cause of the damaged cable, wires, and connector is excessive force placed on the cable. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that a patient's electrode belt caused add gel messages in absence of a prior gel release, caused "adjust belt" and "check therapy pad" messages, and had a damaged cable.